Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect has been verified and repaired. The following activities were performed per service manual operational and diagnostic analysis confirmed reported issue (suction issue). Replaced springs on pressure arms with tip replacement kit as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed two other dissimilar complaints for this device¿s serial number. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Type of product- fms vue. Surgery date ¿ no. Patient harm- no. Surgery delay- no. How surgery was completed- no. Who¿s unit ¿ cust. Issue- suction issue.